Manufacturer narrative:
B3 ¿ date of event: the exact date of the event is unknown; therefore, the first day based on the ICU medical awareness date was entered as the event date. Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump had cracks in the membrane. The issue was identified during inspection. There was no patient involvement.